Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. A crack is observed at the circuit connector during the visual inspection. A leak test was performed based on the mp l-70 manufacturing procedure. The device failed the leak test and a leak was detected. The root cause is associated with the luer crack. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the beginning of patient use, the injection port leaked liquid and could not be used. There was patient involvement and no patient harm/adverse event reported.